Event description:
This 39 yr old white female g2p2 status post bilateral bilumen implants for augmentation in 1981-1982. Symptoms 1988, polyurethane implants placed. Distortion, drooping for yrs without history of trauma. Increase in pain with left greater than the right and developed systemic problems and ruptured. Arthralgias, fibromyalgias, chronic fatigue, swollen glands, burning/shooting pains, recurring infection, vision problems, memory loss, dry mucous membranes, rashes/blisters, sensitivity to cold, sun, chemicals, difficulty swallowing, weight loss etc. Left ruptured implant.